Event description:
Caller states the patient tested 7.8 inr on the coaguchek xs system and 5.86 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.